Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level is reported involving accolade stem. The event is confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not performed as no item were returned. Clinician review: the available medical records were submitted to consulting clinician for a review which was rejected stating: (B)(6) 2019. X-ray ap right hip: uncemented right tha with trunnion disassociated from modular head with superior erosion of trunnion. Head remains in acetabular component. No lab or pathology reports, no serial x-rays of right hip or any x-rays of left hip, no examination of explanted components. Based upon the op report of the right revision tha and the single x-ray, confirmation of the event description is made. A medical report for either hip is not possible based upon the information available for review." -product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced . Conclusions: it was reported that patient right hip was revised due to disassociation and abnormal ion level. The event is confirmed. The exact cause of the event could not be determined because lack of information for example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and had the femoral head explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and had the femoral head explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood.